Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had a drop in battery that was noticed via transmission. Furthermore, there was an increase in battery current, which appears to be due to a long programmer session. Meanwhile, the result from the analysis confirmed that the increase in battery current was due to radio frequency (rf) telemetry usage. To date, this device remains in service. No adverse patient effects were reported.